Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that, by (B)(6) 2007, the patient was ¿having problems¿. The patient couldn¿t urinate and was taken to the emergency room (ER) where his right and left legs went numb. He also had periodic burning pain in his abdomen. The patient was diagnosed with transverse myelitis. The patient had a spinal tap that showed protein in his spinal fluid and was diagnosed with arachnoiditis. An MRI was done and, 3 days later, it was discovered that the patient had a granuloma at the catheter tip. The catheter was revised the following day. The device system was used to deliver dilaudid and bupivacaine.